Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the issue. Customer's blood glucose level was 445 mg/dl at highest. Reportedly, the customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.